Event description:
According to rptr, abbott has released info stating it was recalling several of its products. The hosp reviewed the list and did not note any of its inventory on the list; however, they did testing on some of inventory after speaking with the abbott rep. Testing showed a lack of sensitivity/false negatives. The sensitivity rate is 25 miu. With controls of 30, 50 and up to 250, the tests came up negative. They should have been positive. Hosp has gone back to review pts recently tested with devices and is in the process of deciding which is the best way to do follow-up on these pts.